Event description:
Pt had a defective cassette. Pt's wife threw the cassette away, so she does not have the lot number. She completed an entire mix but then when she went to remove the air bubble, fluid would not come out the cassette. Confirmed she had the blue piece attached correctly. She has to discard the cassette with all the medication in it and restart. New cassette worked fine without any issue. No further information is known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.